Event description:
It was reported that a pump declared an altitude alarm which affected insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating a specific value within a normal range. Technical support instructed the customer to remove an obstruction from the pump's speaker holes, clean the area, and attempt to reload a new cartridge. The customer successfully loaded a new cartridge, and the pump resumed normal operation, resolving the issue.